Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-mar-2017, an fse visited the customer onsite. The fse found the pipettor on the main arm was binding in the z-direction. He cleaned and lubricated the lead screw. The fse found that the capacitor detector printed circuit board (pcb) was bad and replaced the capacitor detector. Replaced main arm z-home sensor as a precaution. This returned the instrument to its functional status. No further actions were required by field service. The most probable cause of the reported event was a capacitor detector of the pcb was bad.

Event description:
On (B)(6) 2017, a customer reported a strong electrical burning smell and error 4223: main arm z-axis home overrun on their aia-2000 analyzer. A field service engineer (fse) was dispatched to address the reported event. There was no indication of harm to the user related to the burning smell.